Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the electrode belt would not connect with a test monitor. Upon evaluation, the trunk cable connector was damaged. The root cause of the damaged connector is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's belt connector was damaged.